Event description:
Provider spoke with (B)(6) in tech services ext (B)(4) to advise that the chair is getting a 3 flash error code which is the right motor: no output. Provider advised tech services that he switched the leads and the lights continued to flash 3 times. Provider hung up before any additional information could be obtained.